Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found. There was no issue identified that required full analysis. Concomitant medical products: 500dm31 mechanical valve, implanted: (B)(6) 2004.

Event description:
It was reported that the patient developed a pocket infection. Blood cultures were positive for strep viridans. The implantable cardioverter defibrillator (ICD) was removed and the patient was treated with antibiotics. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.